Event description:
This pt was scheduled for removal of left breast implant with transverse rectus abdominus musculocutaneous flap. During surgery, dr. Noted implant was ruptured and silicone was noted outside the implant.